Event description:
During follow-up, overestimation of the remaining longevity was observed on the device. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.